Event description:
Per complaint (B)(4), during clinical procedure, broken/fractured component.

Manufacturer narrative:
Patient's age is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.